Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID adsr01 implantable pulse generator implanted: 2011-(B)(6); product ID t510c29 tissue valve implanted 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient had endocarditis which required antibiotic treatment. The device and lead were explanted and laterr eplaced. No further patient complications have been reported as a result of this event.